Event description:
Resident slipped between the bottom of the side rail and the frame which holds the mattress on the left side of the bed. She was found in a sitting position beside the bed with her head caught between the bottom of the side rail and the frame which holds the mattress. Her chin was resting on the bottom rung of the side rail.